Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, mildly calcified, 90-95% stenosed right coronary artery. Predilatation was performed with a 1.5 x 20 mm balloon catheter prior to the attempt to cross with the 2.25 x 18 mm xience xpedition stent delivery system (sds), which was unable to cross. No force was applied during the unsuccessful attempts to cross the lesion. Resistance was felt during retraction of the sds from the anatomy. Another new 2.0 x 18 mm xience xpedition sds was advanced and deployed successfully completing the procedure. The patient's final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.